Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker was hospitalized after experiencing syncope. An issue with the device was suspected. It was noted the device had been implanted for nine years. The hospital had no cardiologist or electrophysiologist on site and was requesting a boston scientific representative come to check the device. No additional information was provided at this time. Evidence suggests the device remains implanted and in service.